Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019 (monday), his blood glucose level was 400 mg/dl after two hours of set change. He checked his site and noticed that the infusion set's tubing had detached at the quick release and it would not reconnect. Therefore, he inserted another set and in the morning of (B)(6) 2019 (tuesday), the set detached again at quick release. Reportedly, at the time of the incident his blood glucose level was 400 mg/dl. It was stated that the site location was on the right side of his abdomen and the pump was clipped on this belt on the same side of set. The first infusion had been used for 2 hours and second one for about 12 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.